Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing a fall. It was noted that the r waves on the right ventricular (rv) lead had trended slightly down in the last few months. The lead remains in use. No further patient complications have been reported as a result of this event.